Event description:
It was reported that during testing, it was observed that the motor device was broken. According to the report, there was a hole near the shaft where the hose was attached. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had an unauthorized repair which did not allow for the completion of the pre-test. It was determined that the hose was not anspach property. The assignable root cause was determined to be due to misuse and/or abuse as the device had been tampered with. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate